Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(4), batch: 368855.

Event description:
It was reported that the patients midline incision site never fully healed, and it constantly leaked fluid. A culture was taken which confirmed (B)(6). The physician does not feel the infection is device or procedure related. The wound was washed, and the physician explanted the entire system. In addition, the patient was given antibiotics. The explanted devices were discarded by the hospital. The patient has fully recovered.